Manufacturer narrative:
Analysis of labeling performed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had his vns lead and generator explanted due to infection. Review of the device history records confirmed sterility of the lead and generator prior to distribution. Attempts for add'l info have been unsuccessful to date.